Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/90cm small peripheral cutting balloon was selected for use on the mildly tortuous and moderately calcified target lesion. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm. It was also noted that the balloon ruptured at 3 areas. The physician was able to removed the device from the patients' body by pulling it out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.